Event description:
On an unknown date, a patient underwent venous treatment involving the brachial artery utilizing gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device), followed by a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, vascular access was obtained using an unspecified sheath and guidewire. The delivery system catheter of a 10 cm × 10 mm viabahn device was advanced and deployed at the intended treatment site. Intraoperative imaging post-deployment angiographic imaging revealed blushing at the distal edge of the endoprosthesis, oriented toward the hand. To mitigate this, the physician elected to deploy a 10 mm × 39 mm vbx device to achieve distal seal. On an unspecified date following the index procedure, the vbx device was observed to be crushed and clotted off. It was reported the patient impact is unknown.

Manufacturer narrative:
A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. The information provided to gore cannot be connected to a specific device, and the cause of the reported potential malfunction could not be established; therefore, this investigation is complete. Without a lot number or device serial number, the manufacturing date and/or production details cannot be determined. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.